Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: after putting specimen into the pouch during ladg procedure, the surgeon tried to remove the device from the patient, but the bottom of the pouch broke. The specimen was removed from the cavity without the pouch. Nothing fell into the patient's cavity. No patient injury.